Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. The device instructions for use document was reviewed: this found warnings relevant to detection of this issue: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ for the type of damage found, the investigation determined the likely causes were thermomechanical fatigue; wear; and improper handling, like impact or shock damage. However, the cause for the issue could not be definitely determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that after the third sterilization procedure the tip of the resection sheath broke. The issue was found during preparation for use. There was no patient or user harm reported. The device was returned for evaluation. During the device evaluation, it was found that the ceramic tip was missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.